Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via telephone call that the insulin pump alarmed for a motor error and that it did not alarm for low reservoir when the reservoir was low. The blood glucose reading was 430 mg/dl. The spouse reported that the drive support cap was normal and recessed. The insulin pump passed the displacement test. The motor error alarm had occurred during normal use and did not recur with the manual prime. The customer was advised to monitor the insulin pump and no product will be returned.